Event description:
The following was reported to gore: on (B)(6) 2026, the patient was admitted to the hemodynamics unit of (B)(6) hospital due to the presence of a penetrating aortic ulcer in thoracic aorta with an intramural hematoma located 2cm distal to the right subclavian artery as well as another lesion at the level of the t8 vertebra. Reportedly, the procedure was initiated with the placement of a 6fr terumo introducer in the left femoral artery. A teflon-coated guidewire and a pigtail catheter were advanced to perform diagnostic aortography. Subsequently, the right femoral artery was surgically dissected, and a 22fr × 33 cm gore® dryseal flex introducer sheath femoral introducer was placed. The first gore® tag® conformable thoracic stent graft with active control system graft was introduced and deployed at the level of the thoracic aorta corresponding to t10. Deployment was completed without any complications. A second gore® tag® conformable thoracic stent graft with active control (ctagac) system graft was then introduced with the intent to cover the segment distal to the subclavian artery and to overlap with the previously implanted endoprosthesis. After introduction of the device, the operating surgeon observed blood flow exiting through the ctagac delivery primary handle system, as if the anti-reflux mechanism was not functioning properly. The prosthesis was partially deployed to the 50%, during which a significant blood flow continued to be observed through the release handle. Despite this, the endoprosthesis was successfully deployed to 100% without any adverse effect. A post-deployment angiographic control was performed, confirming successful implantation and proper positioning of both endoprostheses. The device did not cause any injury or trauma to the patient and was successfully deployed with no blood transfusion required. The physician stated that the anti-reflux system did not perform its intended function and that the device deployment was intentionally expedited in order to mitigate the risk of ongoing blood loss. Prior to release, the proximal and distal landing zones had been carefully assessed and confirmed under fluoroscopic guidance. The delivery system was in the intended position, and anatomical alignment was verified before proceeding with deployment. 2500-e: -blood loss - other/unknown is used to capture blood loss with no blood transfusion required.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. Engineering evaluation summary: the device evaluation showed the following: ¿ after disassembly, the manifold was evaluated and determined that insufficient adhesive was applied within the manifold glue well. This potentially caused the reported event of blood loss/catheter leakage during the procedure. ¿ since this failure mode can likely be attributed to insufficient adhesive, this event is likely attributable to the manufacturing process.